Event description:
The user facility reported that the angio-seal sheath fractured and broke into several pieces. Additional information was received on 03oct2024: the 8 french angio-seal after they had one that broke during a procedure. The account stored angio-seals in a central supply core area. The devices were sitting on a wire rack within the core area. It was uncertain if the lights in the central supply core area stay on or if they get turned off.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lab director. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction and provide the device return date in section d9, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned device consisted of the header bag and hemostasis sheath. The sample was visually inspected and found to have been in used condition with no visible signs of blood. The hemostasis sheath was found to have been fractured, and the component was also able to be broken in a manner which is consistent with embrittlement due to light exposure. The complaint was confirmed for a sheath breakage due to light exposure. The likely cause was determined to have been improper storage as the device was broken in a manner which is consistent with embrittlement due to light exposure. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).